Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) h11 to reflect engineering investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device as it remains in the patient, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and it was revealed that the valve was slightly under-expanded. It measured 24.2mm at mid valve and was adequately expanded at the inflow and outflow. The valve position is perfect at the non-coronary cusp (ncc) but sits a little lower on the left coronary cusp (lcc) and right coronary cusp (rcc) sides, approximately 70/30 aortic/ventricular. There is a large piece of calcium on the ncc side that may have contributed to the pvl. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for post-implantation paravalvular leak has been confirmed based on the relevant imagery provided. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, available information suggests patient factors (calcification) likely contributed to the event. Per imagery, the patient had a large piece of calcification on native annulus. Bulky calcification can create irregular contact between the pvl skirt and target site, resulting in paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Update to b7 (other relevant history, including preexisting medical conditions), and h11 to reflect medical record review. Upon review of medical records, the patient underwent tavr 4 months ago with a 26mm edwards sapien 3 ultra resilia valve via right transfemoral access. Initial imaging showed trace pvl, improved valve gradients, and ava. The patient was discharged on post-op day one in stable condition. One month later, the patient developed dizziness, fatigue, and lightheadedness. Labs revealed hemolytic anemia (hgb 5.8), thrombocytopenia (plt 61), and elevated ldh and plasma free hemoglobin. Multiple hospitalizations followed for transfusions and evaluation. A transesophageal echocardiogram (tee) showed moderate-to-severe pvl and a rocking valve. A balloon aortic valvuloplasty (bav) was performed 32 days post-tavr, reducing pvl to trivial. Apixaban was resumed post-bav but held due to groin bleeding. Hemolysis persisted, requiring further transfusions. The patient was discharged two days later with plans to resume apixaban and follow up with valve clinic and hematology. A transthoracic echo 7 days post-bav showed mild pvl, normal lv function, and ef of 57.1%. Despite interventions, the patient remained symptomatic with nyha class IV limitations. The patient was referred to cardiac rehab and advised to monitor for post-cath complications.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, approximately one month after the tavr procedure, the patient presented with symptoms and was found to have mild paravalvular leak (pvl) and hemolysis (hemoglobin: 7.8). A re-dilation was subsequently performed with a 26mm commander delivery system. Following this intervention, the pvl resolved. A post-implant computed tomography (CT) scan revealed the s3ur valve appeared under-expanded, despite deployment according to IFU. A patient underwent transcatheter aortic valve replacement (tavr) with the implantation of a 26mm sapien 3 ultra resilia (s3ur) valve in the aortic position, performed per the instructions for use (IFU). At the time of implant, the patient's ejection fraction (ef) was recorded at 60, and there was no evidence of paravalvular leak (pvl) immediately post-procedure. The physician is questioning the underlying reason for the recent need for re-dilations due to pvl.

Manufacturer narrative:
A supplemental MDR is being submitted due to imaging review, which updated the engineering evaluation findings. Update to 11 (provide narrative/data to reflect updated engineering evaluation. Additional imagery was provided by the site and reviewed. There was an oval shaped annulus. Post tavr CT demonstrates under expansion at the mid valve (24.3 mm). Asymmetric calcium burden, heavier on the native ncc. No paravalvular leak (pvl) reported at implant, regurgitation was noted on post implant angiography, though difficult to grade due to pigtail catheter position. An one month echo (tee) shows mild to moderate pvl in the posterior/lateral region. A balloon valvuloplasty (bav) was performed and appears to reduce pvl to trace. A large calcium deposit on the ncc side may have contributed to the pvl. The root cause of the observed paravalvular leak (pvl) is a failure of the thv to achieve circumferential apposition within the native annulus due to a combination of unfavorable anatomy and procedural factors. Specifically, bulky focal calcification on the native annulus created an irregular interface that obstructed the seal of the pvl skirt, while the ellipticity (oval shape) of the annulus resulted in a geometric mismatch with the circular valve frame. This was further exacerbated by significant under expansion of the 26mm transcatheter heart valve (thv), which reached a mid-valve diameter of only 24.3mm, thereby providing insufficient radial force to conform to the irregular annular anatomy and prevent retrograde flow. In this case, available information suggests that patient factors (calcification, oval shape annulus) and/or procedural factors (under expanded valve) may have contributed to the reported complaint event.